Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the guidewire kinks and "is no longer to pull back". The issue was detected with 3 devices used after each other during the same procedure (other two events captured in 3006425876-2021-00288 and 3006425876-2021-00332). A fourth device was used and cvc successfully placed. No patient harm reported.

Manufacturer narrative:
(B)(4). It was reported the patient died on (B)(6) 2021 from multiple organ dysfunction. The device did not cause or contribute to the patient's death.

Event description:
Customer reported the guidewire kinks and "is no longer to pull back". The issue was detected with 3 devices used after each other during the same procedure (other two events captured in 3006425876-2021-00288 and 3006425876-2021-00332). A fourth device was used and cvc successfully placed. No patient harm reported.